Manufacturer narrative:
Additional information was received that the reason for pocket revision was due to previous pocket was too low and the ipg could be felt when the patient sat down.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the leads of the patient had migrated due to seizure (non-device related). The patient underwent pocket revision and lead replacement procedure.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8216-70 serial #: (B)(4), description: artisan surgical lead, 70cm; model#: sc-9218-15 serial #: (B)(4), description: precision m8 adapter, 15cm.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.